Manufacturer narrative:
Additional information was added to device evaluated by MFR: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo was visually inspected and the photo showed blood pooling on top of the header cap surrounding the blood port. The presence of blood outside of the dialyzer confirms the customer complaint of an external leak, however a possible contributing cause for an external leak cannot be determined without evaluation of the actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a revaclear 300 dialyzer an external blood leak was observed. It was reported a rupture was observed in the housing. The amount of blood loss was reported as ¿minimum¿. The filter was changed and treatment was restarted. There was no patient injury or medical intervention associated with this event. No additional information is available.